Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not reproduced during evaluation. The reported problem upstream occlusion was verified through the event history log review. Evaluation determined the cause was the ultrasonic sensor being out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.